Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited non-sustained episodes of noise and oversensing at routine follow-up. All lead measurements were reported within normal limits and the noise could not be recreated during testing. There were no reported instances of inappropriate therapy or pacing inhibition. The physician elected to perform a revision procedure wherein the lead was explanted and replaced. While unconfirmed, the physician suspected a possible lead fracture as the cause of the noise and oversensing. The patient was reported not to be pacemaker dependent. No adverse patient effects were reported.